Event description:
It was reported that the patient presented at the hospital. On interrogation of the pacemaker, the right ventricular (rv) lead exhibited oversensing noise resulting in a brief loss of cardiac pacing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.